Manufacturer narrative:
An event of device stenosis and central regurgitation were reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
User facility medwatch report # mw5148065 received that states " a patient presented with an abbott 29mm trifecta valve with moderate aortic insufficiency and a mean gradient of 31mmhg. A 29mm sapien 3 valve was implanted with no issues, a residual mean gradient of 4mmhg and trace aortic insufficiency. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". It was reported that on an unknown date, a 29mm trifecta valve was successfully implanted in the patient. On (B)(6) 2023, the patient presented with a moderate aortic insufficiency and a mean gradient of 31mmhg. On an unknown date, a new 29mm non-abbott valve was implanted with no issues with a mean gradient of 4mmhg and trace of aortic insufficiency.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.